Event description:
Customer's family member reported her mother (customer) was unable to take her medication (based upon glucose results), because she was unable to test due to her freestyle blood glucose meter needing to be coded to the test strips she was using. She further reported that while the customer was at her eye doctor's appointment she experienced vertigo and subsequently lost consciousness. Paramedics were called and they transported customer to a local hospital. Customer's daughter did not know what the paramedics gave her mother. At the hospital, customer was diagnosed with hypoglycemia and was given a soda to drink. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This case is being filed as a final report. Customer was not using device according to label copy. No product will be returned for investigation. Customer was provided with training on how to code her meter.